Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was not working; it wasn't doing anything to help with the patient's pain. The patient has been having pain in their lumbar spine and in their legs. It was unknown at the time of the report when the patient started noticing these issues. The patient was scheduled to have a MRI of the lumbar spine. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.